Event description:
Covidien received a report which alleged the device did not complete power on self test and did not provide an audio tone.

Manufacturer narrative:
The caller declined returning the device for evaluation. The service history record was reviewed and there were no similar complaints or service performed for this unit. The complaint trending for the past 12 months was reviewed and there were no observed trends related to this report.